Manufacturer narrative:
Device evaluation: the probe laser connector was connected to test the system to observe the pilot light. No pilot light was visible; no light was visible through the umbilicals or jacket but a break location can be inferred from the deformation and curvature discontinuity of the fiber jacket. Due to no pilot light being visible, the break was significant enough to prevent leakage across the break surface.

Event description:
It was reported that during an ablation procedure, that when the clinical specialist (cs) checked the laser output of the probe, there was no red light output. Physician checked it before inserting it so no patient interference and then had a back up one, so no time was added to the case. There were no patient complications reported in relation to this event.